Event description:
Related manufacturer reference number: 2017865-2023-40905. Related manufacturer reference number: 2017865-2023-40908. New information notes that the patient felt presyncopal. Device interrogation revealed noise oversensing on the right ventricular (rv) lead (ra) atrial lead and pacemaker. No changes or intervention were reported. The patient condition was stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the pacemaker. No changes or intervention were reported. The patient condition was unknown.